Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified plastic surgery, it was observed that the electric pen drive device ran continuously even when the trigger or foot pedal was not activated. There was no delay to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Common device name and device product code were documented incorrectly in the initial report. Both fields have been updated accordingly to reflect the correct information. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran continuously without being engaged. Therefore, the reported condition was confirmed. It was also observed that the device had corrosion on the internal components and circuit. The assignable root cause was determined to due to improper cleaning and care, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.